Event description:
The customer reported that during a procedure on a spectra optia device a nurse observed microbubbles in the blood warmer tubing. The nurse troubleshooted to remove the air bubbles by disconnecting the patient and expelling the air. After switching out the blood warmer tubing the microbubbles were observed again, and the nurse aborted the procedure early. No alarms were noted and there were no visible cracks on the tubing. All leur connections were tight. The customer said there was no clotting in the channel or in the return line, no rlad alarms. No medical intervention was reported. There was no adverse events, the patient is stable and continues to receive monthly procedures. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. The terumo bct clinical specialist provided the customer with the blood warmer outgassing white paper. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: luer connection from the return line to the blood warmer is placed too high blood warmer equipment creates outgassing in the tubing when warming of the fluid passing through the warmer such as cold replacement fluid.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer said there was no clotting in the channel or in the return line, no rlad alarms, and there was no medical intervention. The patient was stable and continues to receive monthly procedures. Their presenting diagnosis is sickle cell anaemia, with frequent vocs. The terumo bct clinical specialist told the customer that they didn't need to service the machine. They were able to remove the bubbles per their protocol from the blood warmer line and sent them the blood warmer outgassing white paper. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Investigation is in process and a follow-up report will be provided.

Event description:
The customer reported that during a procedure on a spectra optia device a nurse observed microbubbles in the blood warmer tubing. The nurse troubleshooted to remove the air bubbles by disconnecting the patient and expelling the air. After switching out the blood warmer tubing the microbubbles were observed again, and the nurse aborted the procedure early. No alarms were noted and there were no visible cracks on the tubing. All leur connections were tight. No medical intervention was reported. Customer did not provide patient information. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process and a follow-up report will be provided.

Event description:
The customer reported that during a procedure on a spectra optia device a nurse observed microbubbles in the blood warmer tubing. The nurse troubleshooted to remove the air bubbles by disconnecting the patient and expelling the air. After switching out the blood warmer tubing the microbubbles were observed again, and the nurse aborted the procedure early. No alarms were noted and there were no visible cracks on the tubing. All leur connections were tight. No medical intervention was reported. Customer did not provide patient information. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process and a follow-up report will be provided.

Event description:
The customer reported that during a procedure on a spectra optia device a nurse observed microbubbles in the blood warmer tubing. The nurse troubleshooted to remove the air bubbles by disconnecting the patient and expelling the air. After switching out the blood warmer tubing the microbubbles were observed again, and the nurse aborted the procedure early. No alarms were noted and there were no visible cracks on the tubing. All leur connections were tight. No medical intervention was reported. Customer did not provide patient information. The collection set is not available for return because it was discarded by the customer.